Event description:
Caller reported an occlusion alarm, but cts could not verify the alarm number in pump history. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin. Additional assistance was not necessary, and cts decided to close the case.